Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 124 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer received a calibration not accepted alert after having the inaccurate sugar glucose reading. Advised customer that replacement sensor will be sent. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications.